Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found abraded through between 21.5 and 39 cm distal to the is-1 connector pin. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the conductor coil was found stretched. The deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to fracture (sensing and pacing in unipolar) with elevated thresholds, noise easily reproducible with isometrics, and significant impingement of the looped rv lead on the tricuspid valve with moderate tr. Given there was zero percent pacing burden, system was replaced with an ilr. Should additional information be received, this file will be updated.